Event description:
Mother reported occlusion (e4) errors on infusion device and leaky infusion sets. This occurred 3-4 months prior to report. Leaks occurred at cannula housing near the infusion tubing and sometimes resulted in high blood glucose. Patient changed infusion set and corrected elevated blood glucose by bolusing through infusion device. Patient typically changes infusion headset every 2-3 days, and changed infusion headsets from this lot every 1 day. Patient did not lose consciousness. Infusion sets were requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.